Event description:
Pump alarm critical battery alarm device unplugged with five minutes left of charge. This required an 18 hour battery reconditioning and verification device is safe for patient use.